Manufacturer narrative:
The investigation for the automated impella controller (aic) controller error - yellow alarm has been completed. Data logs confirmed that the controller error (defective optical sensor lamp) - alarm was issued. The console was returned and was investigated in the lab. Preventative maintenance procedure was performed and the console found to be within specification. The console was able to run a well known pump and purge. The root cause for the defective optical sensor lamp alarm could not be determined since the failure could not be reproduced. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-18697 was submitted in accordance with updated procedures. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-18697 was submitted in accordance with updated procedures.

Event description:
The complainant reported the automated impella controller (aic) had a controller failure. This issue was discovered during preparation.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.